Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with vancomycin injection (1 gram, once in 4 days) and amikacin injection (125mg, once daily) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.